Event description:
Reporter called in a product complaint on clearlink valve. The pt had a dual implantable port inserted and two weeks later was admitted into the hosp for chemotherapy. They received both intermittent and continuous chemotherapy administrations for which both ports of the catheter were accessed via clearlink valves. During this care, the pt voiced being "uncomfortable with the recessed valve" condition and questioned the nursing care of the valve, i.e. "Rn's did not change caps with blood draws event though residual blood remained". The pt was discharged from the hosp and re-admitted on the same day with the diagnosis of sepsis. The pt, an rn, requested at re-admission that clearlink not be used. Pt expired from cancer eight months after reported incident.